Event description:
It was reported while using bd insyte¿ i.v. Catheter the tip of the catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter: the tip of the catheter is opened.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 1239745, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle had pierced through the catheter tubing. Based off the provided photo the engineer was able to verify the reported defect. It was determined that this was likely a manufacturing defect that occurred during the fitting of the catheter tubing.

Event description:
It was reported while using bd insyte¿ i.v. Catheter the tip of the catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter: the tip of the catheter is opened.